Event description:
It was reported that the defibrillator experienced a "system restricted" state. Further information was provided that this was a battery malfunction. There was no patient involvement.